Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive result for sars-cov-2 and influenza b. The same sample was retested on a different instrument which yielded a negative result for all targets. The sample could not be identified in the provided data. Further information has been requested. An investigation has been initiated and is ongoing.

Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation has been initiated and is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive result for sars-cov-2 and influenza b. The same sample was retested on a different instrument which yielded a negative result for all targets. Note, provided data set did not generate any dual positives (sars-cov-2 and flu b), therefore, the allegation could not be confirmed. A lot number was provided (10104y). The sample is a nasopharyngeal swab collected in utm, bd and remel m4rt r12699b. Due to the lack of information, the exact root cause remains unknown. An investigation was performed to rule out reagent contribution. The customer¿s allegation was substantiated.

Manufacturer narrative:
This is a supplemental report to provide the case conclusion to 2243471-2021-02260. An investigation was completed which did not identify a product issue. The complaint allegation was not observed during the review of qc release data as well as stability data. No related internal non-conformances were identified. No recent change record related to the customer¿s allegation was identified. Therefore, there is no indication of a product problem. The alleged sample could not be identified in the available data. Due to the lack of information, the exact root cause remains unknown. (B)(4).